Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid and spinal headaches following the trial procedure. The device was removed and the patient was hospitalized. The patient has since recovered.